Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed redness, inflammation, pustules, and a scar under the sensor pod area only. The patient had itching sensation in the area. Prior to sensor insertion the area was cleansed with 3-4 alcohol pads and was left to dry. Afterwards, skin tac prep was applied around the insertion area. The reaction was treated with an unspecified prescription oral medication. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.